Event description:
Patient heard a crackling sound and then silence from the implant exchange of exchange of external equipment could not solve the problem. Telemetry testing confirmed, that the device had malfunctioned.